Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal bupivacaine 9.5 mg/ml at 0.92 mg/day, sufenta 216 mcg/ml at 20.9 mcg/day, unknown baclofen 150 mcg/ml at 14.55 mcg/day, and dilaudid 12.8 mg/ml at 1.25 mg/day via an implanted pump for spinal pain. It was reported the patient was in the office for a 50% decrease and to fill the pump with saline. It was noted "weeks ago", the patient felt she experienced withdrawal and a dye study was attempted "3-4 weeks ago" and they were not able to aspirate. As a result, and due to the longevity of the pump, they were going to change the dose to 1.25mg/day for the bridge and then go to saline. It was reported the saline would run at concentration of 12 mg/ml and dose per day of 0.56 mg/day.

Manufacturer narrative:
B1. Field was updated/corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-feb-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving drug, unknown via an implantable pump for spinal pain. It was reported that patient was scheduled for a pump replacement and a dye study and MRI was done to see if catheter was intact. They were unable to aspirate the catheter so patient will be scheduled for a pump and catheter replacement. The issue was not resolved at time of the report. The patient status at time of this report was alive-no injury.